Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. Of note the patient was in signal loss starting on (B)(6) 2024, it was not clarified how the patient was checking her bg (blood glucose). On (B)(6) 2024, around 6 pm, the patient was going to take a nap. She started to feel hot and then she suddenly lost consciousness. The patient fell and her husband heard a loud crash downstairs. The patient hit her head on a small table and suffered from a bump on her head and a sore hip due to the fall. The patient¿s cgm (continuous glucose monitor) was not providing any readings at this time. The patient¿s husband called 911. Once ems (emergency medical services) arrived, the patient¿s bg meter reading was found to be below 20 mg/dl. The patient was given ¿some glucose,¿ pineapple juice, and a peanut butter sandwich. The patient regained consciousness but does not recall how long she was unconscious for. Ems ultimately transported the patient to the ER (emergency room). At the ER, the patient¿s bg meter reading was 164 mg/dl. The patient had some blood work and an EKG done. The patient was also treated with an unspecified IV. The patient was discharged home around 9:30 pm. Upon dexcom technical support¿s review of the patient¿s data, it was found that the patient had been in signal loss for 4 days straight leading up to this event (from 05/01/2024 to 05/05/2024). It was not reported whether the patient was using a bg meter as a back-up during this time. The patient was in good condition at the time of the report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.